Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the cholangioscopy procedure, the working channel sleeve of the spyscope ds protruded after performing the third biopsy with a spybite biopsy forceps. Reportedly, no part of the spyscope ds detached and there were no issues reported with the accessory device. The procedure was completed with the original spyscope digital access and delivery catheter. There were no user injuries nor patient complications reported as a result of this event.